Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they visited emergency medical services as they were unable to get the insulin pump connected to themselves . The customer experienced high blood glucose level of 225 mg/dl. Customer stated that sensor and transmitter connection fell out. Customer was assisted to connect to the insulin pump until emergency medical services arrived. The product will not return for analysis.